Manufacturer narrative:
The returned screw was examined under magnification. The only damage to the screw was near the hex end of the screw that had some gouge marks in it. This most likely occurred when the screw was being removed and the surgeon was cleaning out the hex feature prior to inserting the driver to remove the screw.

Event description:
A dual trak clavicle screw was implanted (B)(6) 2015 for a mid-shaft simple right clavicle fracture. Post-operative x-rays looked good on (B)(6) 2015. X-rays on the (B)(6) 2016 show a cavity around the lateral end of the dual trak screw. The screw was explanted.